Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning for undefined impedance on the atrial lead. Noise was also noted on the atrial electrogram. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.